Event description:
A (B)(6) male patient contacted zoll customer support to report that the battery charger was not charging properly and the light was not illuminating. The patient was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge properly / does not illuminate) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, there was no dc voltage from the power supply unit. There cause of the inability to power on and charge is the lack of dc voltage. The cause of the lack of dc voltage is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.